Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. During the procedure, negative pressure was applied to a mini trek balloon dilatation catheter and blood was noted as returning back to the device. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number (B)(4). Patient coding correction - 2199 removed and 2645 added. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirms that the device never entered the anatomy and that the leak was noted during preparation. No additional information was provided.